Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie in the system was not there physically. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not present at the cabinet. The technical support specialist logged into medbank myqlink (mql) and discovered that there was no fill information recorded on the report for the item. Additionally, there was no fill or cubie tracking information for the cubie assigned to bin 08 16. Remote access to the cabinet revealed that item was not populating in cubie admin, although it was appearing in cycle count. To resolve the issue, a script was executed to update the bin. After running the script, the bin appeared empty in cubie admin, and the item was no longer populating in cycle count on the medbank application. The mql bin location page also confirmed that no item was assigned to bin 08 16. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie in the system was not there physically. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.